Event description:
It was reported that during a peripheral stenting treatment procedure, a marking issue occurred. The 30% stenotic lesion was located in the non tortuous and moderately calcified distal superficial femoral artery; close to popliteal artery. The physician advanced the 035/180 magictq guide wire to lesion and intended to measure the length of the vessel with the guide wire, but was able to see the markers. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).